Event description:
An olympus representative reported to olympus, on behalf of the customer, the insertion section of the tracheal intubation fiberscope was crushed. Upon inspection and testing of the returned device, peeling of the image guide serpentine coating was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the image guide serpentine coating material peeling off found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the curved tube and the insertion section were crushed and the coat of the insertion tube was peeling off due to external debris (1mm2 or more). In addition, it was noted, the bending angle was insufficient due to the elongation of the angle wire, the channel cleaning brush could not be inserted smoothly due to a crushed forceps channel, the adhesive part of the lighting lens had come off, the curved tube was damaged. There were also scratches on the insertion tube, the eyepiece, the operation unit cover, the grip, the angle lever, and the vent metal under the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the coating of insertion tube peeling off is stress of repeated use, external factors, or handling. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.